Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 220 mg/dl. The customer changed the infusion set and cartridge. No additional occlusion alarms were received.